Manufacturer narrative:
The ortho field service engineer (fse) evaluated the instrument. The fse replaced the tip clamp in position #1 and cleaned the eject sleeve. Fse performed splld checking procedure and ran summit boot test. All test passed. The instrument was tested without further problem and returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).